Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead could not be implanted due to an unknown product performance issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead could not be implanted due to an unknown product performance issue. Additional information stated the lead was an attempted implant due to placement difficulties caused by the patient size and pressure. No adverse patient effects were reported.